Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Chair will only turn if you give the chair a forward or backward command first. The chair will not turn on a dime.